Event description:
It was reported that at the one month post implant device check the clinician reported that the diagnostics were not available and they were unable to conduct a sensing test as the device continued to indicate the polarity configuration was still in-progress. The implant detect function had not completed due to the atrial port being plugged. The device was reprogrammed and remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.